Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged. The returned battery cap securely tightened to the pump with no visible yellow o-ring showing. The returned battery cap¿s height and width were within specification. During testing, the pump powered on with functional auditory features. The time and date were set with no issues. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter:(B)(6).

Event description:
On (B)(6)2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that the pump was unstable. During startup, the pump would continuously go on and off. It usually happens when the user enters the time and date. There was no reported damage in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.